Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. Medical records also indicate that tutoplast fascia lata was implanted on this date, though it is not mentioned in the complaint. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and monarc subfascial hammock and the pinnacle pelvic floor repair kit were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with cystoscopy on (B)(6) 2004 due to grade 4 rectocele and sui and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2008 secondary to severe symptomatic cystocele & small area of mesh exposure. It was reported that patient underwent excision of exposed mesh on (B)(6) 2009 secondary to mesh exposure. It was reported that patient underwent excision of exposed mesh on (B)(6) 2010 due to secondary to mesh exposure.

Manufacturer narrative:
It was reported that patient underwent paravaginal repair with mesh, colpopexy, enterocele repair, rectocele repair with mesh on (B)(6) 2008 due to recurrent cystocele, rectocele, vaginal vault prolapse and sui. (B)(4).